Event description:
The patient underwent the successful coil embolization of a left paraclinoid/ophthalmic artery aneurysm. Five months post procedure, five non boston scientific coils and a boston scientific intracranial stent were placed to treat the aneurysm. Five months after the second procedure, the physician attempted to place a further coil into the aneurysm but this was not successful. The reason why the coil was not placed was not disclosed and there has been no response to requests for additional information. There was no reported clinical consequence to the patient.

Manufacturer narrative:
There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure. There were five microplex coils (microvention) and a neuroform stent (boston scientific) placed during the second procedure in 2008. Other for no allegation of product malfunction or non conformance contributing to the reported event.